Event description:
During testing at the user facility, the device alarmed with an e630 (screw rotation error) error code. The device was returned to the biomedical department with a note that stated, "malfunction 639." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the device alarmed with an e630 (screw rotation error) error code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.